Event description:
It was reported to boston scientific corporation that a truetome 49 was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2025. During the procedure, it was discovered that the front tip of the device was severely bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of device cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire kinked. Block h11: (investigation results) the returned truetome 49 was analyzed, and a visual and microscopic evaluation noted that the working length and the cutting wire were both bent. No other problems with the device were noted. The product analysis of the returned device revealed that the working length and the cutting wire were both bent. These conditions could have been generated as part of the device manipulation during preparation if an excess of force was applied in order to get the device out of the package or during mandrel removal or by bowing the device several times. Based on all gathered information, the most probable root cause is adverse event related to procedure.